Event description:
This ra lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2011. The atrial lead dislodged. Md elected to replace and cap old lead. Low atrial amplitude of 0.5mv with loss of capture. Fluro confirmed atrial lead dislodgement. The physician was dr. (B)(6) at (B)(6) hospital and clinic in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).